Manufacturer narrative:
Image review: mp4 fluoroscopic images were provided for review. The images confirm the target lesion in the proximal lad. No images were provided of the stent or balloon delivery or the reported balloon burst/leak. The target lesion in the proximal lad can be confirmed and the deployed stent is confirmed at the lesion site. No images were provided of the reported event. The images do not provide a cause for the reported event. Additional inforamtion: it was reported that during a procedure involving one nc sprinter coronary balloon catheter, a balloon burst occurred during balloon inflation at 10-12atm on the first inflation. The device was being used to pre-dilate the lesion. The device was not moved or repositioned while inflated. No intervention was needed as a result of the event. The patient had no injuries and is currently in a good condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device was returned with the balloon folds in a post inflated state. The balloon failed the negative prep test. Upon pressurization of the device, liquid was observed exiting the balloon distal cone, and the balloon failed to maintain pressure. Visual inspection revealed a pinhole leak in the balloon material. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter coronary balloon catheter, a balloon burst/leak occurred during balloon inflation at 10-12atm. The lesion being treated was moderately tortuous, severely calcified with 90% stenosis in the mid to proximal left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previous deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.